Event description:
It was further reported that device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was unable to be interrogated with three separate programmers. The patient was going to be admitted and a life vest was going to be placed, however the patient's father checked the patient out of the hospital with no intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid. Hybrid analysis confirmed the device to be in a no-telemetry/no-output condition. Additional analysis revealed that a severely depleted battery was the cause of the device¿s non-functional state. It was also determined that high system current drain in the hybrid depleted the battery. A resistive short from adt5 to vss within the radio frequency (rf) module was the source of the excess current. This was demonstrated through thermal emissions, digital test failures, and by severing the adt5 trace to isolate the rf module. The physical location of the short was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.